Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 with coolsculpting to the upper and lower abdomen using a cooladvantage coolcurve+ applicator. A month post treatment the patient reported experiencing pain, numbness, firmness and visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the areas with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 with coolsculpting to the upper and lower abdomen using a cooladvantage coolcurve+ applicator. A month post treatment the patient reported experiencing pain, numbness, firmness and visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the areas with paradoxical hyperplasia (ph).